Manufacturer narrative:
This is one event (death) for the same patient involving two separate products.

Manufacturer narrative:
The initial information received from the reporter alleged that the patient expired after an unspecified injury. Additional information received does not allege that the patient expired, apparently contradicting the initial information. Additional information will be requested to confirm patient medical details including whether the patient expired. Any information received will be submitted upon receipt accordingly. This is one of two device reports that are associated with this event; associated manufacturer report numbers: 1225714-2014-13905 and 1225714-2014-13906.

Event description:
The plaintiff's attorney alleged the decedent experienced an unspecified injury and subsequently expired on (B)(6) 2012 after use of the product.